Event description:
It was reported that a power on reset (por) occurred. The cause of the por was not determined. It was unknown what error code accompanied the por. The patient¿s stimulation hadn¿t worked and there was no stimulation for over 2 years. It had been over 2 years since last successful charge. There was less than 50% therapy relief. The battery appeared to be overdischarged. The cause of the overdischarge was unknown, and it was unknown how many overdischarges had occurred in the past. The patient thought he had done por twice before, but since it was unknown the manufacturing representative attempted another por. Diagnostic testing and troubleshooting was performed when they attempted to interrogate with the 8840 and the implantable neurostimulator recharger (insr). A physician mode recharge (pmr) was performed unsuccessfully. It was unknown if the battery had revived from the overdischarged state or not. The patient was alive with no injury at the time of this report. Five (5) days later, the patient was not able to fully recharge his ins. The patient was not receiving effective therapy because the device was not functional. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger. (B)(4).

Manufacturer narrative:
(B)(4) .

Event description:
Additional information received reported that the patient stopped using the stimulator two years ago because it was not as effective. It was noted that that it appeared the lead had migrated inferiorly and the health care professional was not sure it would provide therapeutic effect in that position. It was noted that the patient would not proceed with surgery to evaluate the lead. The patient opted for conservative therapy due to his age and other medical conditions.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the overdischarge was due to "device malfunction." It was noted that the patient had problems charging the device starting three years prior to the report. They attempted to jumpstart the battery on (B)(6) 2014 without success. It was noted that this was the patient's third overdischarge. The patient resigned to seek other non-surgical options for back/leg pain.